Event description:
The pt was being raised on the o.r. Table when upper sheet metal shroud stuck under the lower shroud causing the base at the table to lift. The staff were concerned the table was unsafe to continue surgery.